Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a revascularisation procedure, it was reported that a dissection occurred during the implantation of a resolute onyx drug eluting stent in the r-pda. This event was treated with another resolute onyx drug eluting stent.

Manufacturer narrative:
During index procedure was one resolute onyx des was implanted in the 2nd obtuse marginal, one in the 2nd diagonal and three in the lad. Cec adjudicated revascularization as no event, this was a staged procedure. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
It was reported that patient underwent a staged procedure approximately one month post index procedure. Dissection event was reported to be resolved. Site assessed the event as possibly related to the device and not related to the antiplatelets. Index procedure was prompted by silent ischemia. If information is provided in the future, a supplemental report will be issued.